Event description:
The reporter stated, the patient had a 13.2mm micl13.2 implantable collamer lens implanted in his left eye (os) in 2006. The patient moved to another state and began to experience blurry vision. The patient went to a doctor and it was found that a cataract had developed. The icl was explanted in 2009, cataract surgery was performed and an iol was implanted.

Manufacturer narrative:
A lens work order search was performed and no similar complaints were found within the work order. Conclusions: no conclusions can be drawn. Based on the complaint history and the work order search, a specific root cause of the event could not be determined.